Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products and therapy date: sheath: 6fr, heparin, atropin, solu-decortin, tavegil, ranitidin, akrinor. The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, both proglide devices were introduced in a preclose fashion without any complications; however, while removing the second proglide device it was realized that the patient experienced a seizure. After removing the proglide device a 8f sheath was introduced and again a femoral angiogram was done, but no bleeding was visible. Physician decided to treat the patient for an anaphylactic reaction with medications. The blood pressure stabilized and the examination was continued without any complications. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 21fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. An angiogram was taken and a small bleed was visible close to the puncture site, but not at the puncture site. A fluency covered stent was placed and no bleeding was visible. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and unknown if established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The physician is not established in the preclose technique. No additional information was provided.